Event description:
A center director reported that the prescription -6.00d was seen on the laser display, but the printout for the treatment displayed -5.00d. Additional information was requested on multiple occasions by phone, e-mail, and letter, however no additional information was provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).